Event description:
It was reported that inappropriate shocks and aborted shocks were observed due to noise. Externalized conductors were observed via x-ray. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 53cm was returned for analysis. Internal insulation abrasion was found at 14.5cm-16.0cm from the distal end. External insulation abrasions were found at 11.6cm-13.2cm and 51.9cm- 52.1cm from the distal end, consistent with lead friction to the ICD can. The etfe coating was intact at all locations. Without return of the entire lead, a complete analysis could not be performed..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).